Manufacturer narrative:
(B)(4). Eval: results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens but due to a loading error, was unable to do so. There was pt contact but no injury. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.